Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The device connector was severed from the length of the fiber shaft at the strain relief with slight discoloration and evidence of burning at the strain relief tip. The rest of the connector is intact with the proximal cap on. The broken end of the fiber shaft has very slight discoloration suggesting there was likely energy present during the break. The length of the fiber shaft is intact without visual defects/ kinks/ breaks. The distal tip is intact and appears unused. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause for the burnt tip could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the fiber sparked during a case (therapeutic laser lithotripsy). Per the report, dr. Stepped on the pedal there was a flash of light, and a popping noise, fiber separated at the hub. The fiber was replaced. According to the report, procedure duration only affected by one minute and the intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event. This event included two reports: report with patient identifier (B)(6) (laser system tfl-pls, sn: (B)(6)). Report with patient identifier (B)(6) (laser fiber tfl-fbx200s, lot kr263459). This report being submitted is for report with patient identifier (B)(6) (laser fiber tfl-fbx200s, lot kr263459).